Event description:
It was reported that during a lap hernia procedure, the staples were not advancing. A new instrument was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided. Results: nonconforming cartridge weld. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.